Event description:
Related manufacturer reference number: 2017865-2023-42990. 2017865-2023-42993. 2017865-2023-42992. It was reported the patient presented for a leadless pacemaker (lp) implant. During initial positioning, it was observed the torque could not be transmitted down the delivery catheter to the lp. The lp and catheter were explanted, and it was noted the lp helix had extended. The lp and delivery catheter were exchanged, and a second implant was attempted. The same issue was observed where the catheter was unable to transfer torque to the lp. Implant attempt was abandoned, and all products were removed from the patient. A post operative echocardiograph revealed a minor perforation and pericardial effusion. No intervention was completed. A transvenous system was implanted without issue the following day. The patient was stable.